Manufacturer narrative:
The user facility reported that the surgeon scrubbed out of a 1 1/2 hour liver resection -hernia repair and notice blood on both arms. The surgeon was wearing a aami barrier level 2 gown, an appropriate gown for this case is a level 4. The facility did not segregate the gown for testing. The account representative held a inservice with the or staff to discus appropriate choice of levels. The surgeon cleaned his arms with soap and water, and no further information was provided.

Event description:
On (B)(6) 2018, the user reported, that when the surgeon broke scrub from a 1 1/2-2 hours liver resection and hernia repair, he observed blood on both of his arms. The surgeon wore a aami barrier level 2 gown when he should have had a level 4. The gown was not returned to the facility.